Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix llc received a complaint from a patient, reporting "a pump alarming pump unattended". Pump did not alarm. Patient was able to get the pump working again, but then it was observed that the pump was underdelivering. Patient was instructed to call their facility and make arrangements to swap out the pump. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.